Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have the product code and lot # for the monocryl suture that was used in the initial surgery? What date did the patient present with symptoms (# post op days)? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Which tissue layer, at which location was the suture used, to close? The surgeon expected time between the suture placement and the "absorption"? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was medical /surgical intervention or any additional treatment required to treat the patient condition? What in the physicians opinion are the factors contributing to the event? Patient condition today?

Event description:
It was reported that a patient underwent a facial laceration repair in 2018 and suture was used. Following the procedure, the patient returned for a follow-up with some of the suture still under the skin at the location of the knots. There is also some redness at the site and small white coloration at the needle entrance sites. The doctor does not believe there is an infection. There were no adverse patient consequences reported and no reported medical or surgical intervention. Additional information has been requested.